Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during a veterinary tibial plateau leveling osteotomy surgery, it was observed that the small battery drive device and the oscillating saw with key had low power while being used together. It was not reported if there were any delays in the procedure. It was reported that they were able to successfully complete the surgery with the same devices. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.